Manufacturer narrative:
This report is for an unk - nails: a2fn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that, surgeon suggested to remove the nail with no allegation against the product. No patient consequences. This is an additional case to capture the nail removal mentioned in (B)(4): product specialist has attended surgeon's nail removal case and it has appeared that the nail extractor thread was damaged before surgery. This has caused the surgeon unable to remove the nail using the appropriate instrument and had to use another instrument to remove the nail. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk - nails: a2fn. This is report 1 of 1 for complaint (B)(4).